Event description:
It was reported by the sterile processing mgr that during a lap chole, the staple shot out but would not clamp down. Another like product was used with no pt consequences. One product being returned.

Manufacturer narrative:
Eval summary: the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. No conclusion could be reached as to what may have caused the found incident. The batch record was reviewed and no anomalies were noted during the mfg process.